Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to request a bolus, after inputting the blood glucose (bg) value and proceeding to enter the carbohydrates value, the "done" button was not highlighted to tap and proceed onto the next screen. During troubleshooting with tandem technical support, the customer successfully input the desired values, and the "done" button lit up. There was no reported impact to the customer's blood glucose level.